Event description:
It was reported that this implantable cardiac monitor shocked the patient when she was cleaning the dishes. The patient reported having been shocked for a similar reason in the past. The device remains in service. No additional adverse patient effects.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
Correction of field b5: describe event or problem this investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator shocked the patient when she was cleaning the dishes. The patient reported having been shocked for a similar reason in the past. The device remains in service. No additional adverse patient effects.